Manufacturer narrative:
The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a sling procedure on (B)(6) 2018. According to the complainant, during the procedure, the vaginal sulcus was perforated on one side. It was sutured after as treatment. The procedure was completed with another obtryx ii system. The patient's condition at the conclusion of the procedure was reported to be fine.